Event description:
False positive result (s). My daughter got a positive, took 2 more, also positive. Got a pcr, negative. Got a 2nd pcr at another lab just to be certain, also negative. Waste of money and really stressful.